Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-11401. It was reported the patient's ipg was explanted due to infection on an unknown date. A new system was implanted on (B)(6) 2019 and the existing lead was explanted and replaced by the physician for preference.